Manufacturer narrative:
(B)(4). Results of investigation: the service technician was unable to duplicate the reported issue. All testing was performed using a good known test patient circuit. The ventilator passed the extended 68 hour run in test with the customer¿s settings without any unusual alarms or conditions. The ventilator passed the ltv final test, which includes many ventilation and alarm functions. The ventilator also passed the volume operation test from general checkout. Internal inspection did not reveal any abnormalities with the ventilator. Review of event trace revealed "highf1" conditions ranging from (B)(6) 2015 through (B)(6) 2016. The event trace contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilation.

Event description:
The customer reported that they have had multiple incidents of the ventilator giving high rates while on a patient and on the test lung. When they place the ventilator on 12, they are getting 18 to 20. The customer reported that they checked the unit for leaks in the circuit and it passed the leak test. After reaching out to the customer for additional information, the customer stated that he tested the ventilator on a test dummy and adjusted the sensitivity on the ventilator and this corrected issue. The ventilator was still sent in for evaluation as a precaution.